Event description:
Medtronic received information that following the implant of an edwards perimount magna surgical valve, the electrocardiogram (ECG) at discharge showed a paced rhythm. The baseline ECG was reported to be atrial fibrillation. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)